Event description:
As reported, the 6.0x20 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon was used in a carotid case, they had difficulty removing after inflation. The balloon was noted to be difficult to remove while in the artery and catheter. Prior to this difficulty, the balloon was inflated and deflated twice. After multiple unsuccessful attempts to remove, the operator removed the balloon, angioguard and catheter as a unit. The patient was not adversely affected. The product was stored properly according to the instructions for use (IFU). There were no issues removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. No kinks or other damages were noted before inserting the product into the patient. The device prep maintained negative pressure as expected. The intended procedure was carotid artery stenting, with the target lesion being non-calcified. The vessel tortuosity was moderate. The device was not used for a chronic total occlusion (cto). There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel. A 5/4f non-cordis sheath was used during the procedure. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6.0x20 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon was used in a carotid case, they had difficulty removing after inflation. The balloon was noted to be difficult to remove while in the artery and catheter. Prior to this difficulty, the balloon was inflated and deflated twice. After multiple unsuccessful attempts to remove, the operator removed the balloon, angioguard and catheter as a unit. The patient was not adversely affected. The product was stored properly according to the instructions for use (IFU). There were no issues removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. No kinks or other damages were noted before inserting the product into the patient. The device prep maintained negative pressure as expected. The intended procedure was carotid artery stenting, with the target lesion being non-calcified. The vessel tortuosity was moderate. The device was not used for a chronic total occlusion (cto). There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel. A 5/4f non-cordis sheath was used during the procedure. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device was returned for analysis. A non-sterile ¿aviator plus .014 6.0x20 142cm¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging for product evaluation. Upon inspection, the following conditions were observed: the device was returned inserted into an unknown non-cordis procedure sheath. The guide wire of an unknown ecgw system was inserted inside the wire lumen. The unknown non-cordis procedure sheath had a severe kink approximately 10 cm from the distal tip. No other notable details were observed. A functional analysis was performed to identify any anomalies during the insertion/withdrawal test. The pta catheter was pushed forward to uncover the rx port and withdraw the ecgw system from the lumen. No issues were observed during the guide wire withdrawal. The pta catheter was then pulled to be withdrawn from the sheath. It traveled freely inside the sheath lumen until the proximal edge of the balloon reached the kink and could not go further. The withdrawal process was unsuccessful due to the severe kink in the unknown sheath. The unknown sheath was inspected using a vision system, which provided a magnified image confirming the severe kink that impeded the balloon¿s passage. Based on the information reviewed, two concomitant devices (the procedural sheath and the ecgw system) were returned and analyzed along with the balloon catheter. The analysis revealed a severe kink in the procedural sheath, which had the balloon catheter inserted into it. This kink impeded the removal of the device from the sheath, thereby confirming the reported ¿balloon withdrawal difficulty.¿ notably, the withdrawal difficulty was not related to the balloon catheter itself, but rather to the damage observed in the sheath. Procedural factors, the use of concomitant devices, and the handling of the devices contributed to the reported event, as evidenced by the analysis of the returned products. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Withdrawal and disassembly procedure: 1. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. 2. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. 3. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. 5. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6.0x20 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon was used in a carotid case, they had difficulty removing after inflation. The balloon was noted to be difficult to remove while in the artery and catheter. Prior to this difficulty, the balloon was inflated and deflated twice. After multiple unsuccessful attempts to remove, the operator removed the balloon, angioguard and catheter as a unit. The patient was not adversely affected. The product was stored properly according to the instructions for use (IFU). There were no issues removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. No kinks or other damages were noted before inserting the product into the patient. The device prep maintained negative pressure as expected. The intended procedure was carotid artery stenting, with the target lesion being non-calcified. The vessel tortuosity was moderate. The device was not used for a chronic total occlusion (cto). There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel. A 5/4f non-cordis sheath was used during the procedure. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.